Event description:
A customer reported that a system message displayed upon startup. The customer attempted to troubleshoot by replacing the cassette, but this caused another system message to display. The system was rebooted and upon selection of the prime button, a third system message displayed. The cassette was reinserted and after another system message displayed, the unit locked. The scheduled procedure was canceled. The patient had already received retrobulbar anesthesia. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).